Event description:
Reportedly, the screen of the smarttouch freeze during follows-up with the version 3.14

Event description:
Reportedly, the screen of the smarttouch freeze during follows-up with the version 3.14.

Manufacturer narrative:
Upon reception the reported issue was not confirmed. The ble interrogation communication with a ble pm works normally. The interrogation and programming of any other implantable device also functions normally. In addition, leaving the session happens normally, without any blocking. The root cause could not be identified. The smarttouch will follow the repair procedure and will be send back to the field. This case is recorded for trending purposes.

Event description:
Reportedly, the screen of the smarttouch freeze during follows-up with the version 3.14.